Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and observed a bent sample probe, leaking reagent and "sticky" buffer dispensers. The failure mode is identified as multiple hardware. The fse replaced the sample probe, reagent syringe and sample syringe to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported, the generation of erroneous ion selective electrode (ise). Patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.